Event description:
Healthcare professional reported right side rupture, pain, and deformity. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a.6., b.6., d.4., g.1., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, pain, and deformity. Device remains implanted.